Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08nov2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket), hypertension and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 6 ¿patient care and management¿ also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with b-streptococcus group c bactermic infection status post antibiotics infusion with cleared blood cultures. Patient¿s inr was greater than 13 for multiple days. Patient was hypertensive for 48 hours and experienced nausea/vomiting once with hippuric acid (ha). Head computed tomography (CT) revealed intraparenchymal hemorrhage which was resolved status post vitamin k infusion and no surgical intervention necessary. Neuros continue to show now through monday prior to procedure. Patient was preparing to discharge almost 2 weeks ago now when patient started to experience spike low grade fevers daily. On (B)(6) 20201 cardio pulmonary exercise testing (cpet) showed abnormal uptake fluorodeoxyglucose (fdg) surrounding/involving left ventricular assist device (lvad) pump chamber, outflow and inflow cannulas, driveline, and sternal involvement. Patient had a washout (B)(6) 2021 and (B)(6) 2021 with chest still currently open. Patient had a third chest exploration and washout. Patient¿s chest was closed and then patient was extubated.